Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a circuit disconnect error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The covidien/medtronic technical support engineer (tse) troubleshot the issue with the customer over the phone. Tse recommended to perform a short self test (sst) with new circuit and exhalation filter. Customer reported that unit passed all testing and operates within the manufacturing specifications.